Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/reporter (patient's wife) contacted lifescan (lfs) on may 2, 2007, and alleged that the meter was reading inaccurately high. The medical affairs specialist then spoke to the patient on june 7, 2007. In 2007, at 11:30 p.m., the patient obtained a result of 307 mg/dl; he took 15 to 18 units of his novolog insulin based on the meter result. He woke up at 2:00 a.m. And had "low blood sugar." He reportedly felt hot, sweaty, and his vision was blurry. He tested his blood glucose and obtained a result of "lo". He drank orange juice with sugar and then went back to sleep. He woke up at one point and tested, he obtained a result of 300 mg/dl (he could not remember the time that this result was obtained). The patient was taking lantus 20 units twice daily and using novolog insulin before meals and bedtime to cover his results. He does not recall the amounts of novolog taken the day prior to the event. The patient was using the incorrect technique to clean the meter. The testing technique is not known. The patient performed a control solution test, which passed. This complaint is being reported, although there is no evidence of a meter malfunction. The wife alleged the patient took insulin based on his meter results and subsequently suffered a hypoglycemic event, which he was able to self-treat. A replacement meter has been sent.